Event description:
It was reported to philips that system's wired footswitch cable was damaged, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned using the same footswitch, which remained operational. The field service engineer (fse) visited onsite and found observed fraying of the wire loom and exposed conductors at the footswitch connection. The philips engineer replaced and returned the wired footswitch to philips for further analysis. The analysis confirmed that the cable defect and identified the cable insulation was ripped, the shielding was exposed and permanently bent near the end. The failure of the wired footswitch can be attributed to the issues resolved in medical device correction z-2587-2023. Following replacement, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome